Manufacturer narrative:
There is no expiration date established for the device. Device eval anticipated. Will file supplemental filing with eval. This is not a single use device.

Event description:
Per the customer, in operating room #(B) (6), during heart surgery, the touchpanel went blank and account was unable to route images to field monitors. The customer used another monitor to complete the surgery.